Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a leak in iab catheter alarm, but no leak was observed. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed all leak tests, including the leak in iab catheter alarm test, which passed to factory specifications. The stm was not able to duplicate the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a leak in iab catheter alarm, but no leak was observed. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.